Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had failed rate accuracy during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 12/20/2023. One device was received for evaluation. Visual inspection revealed a scratched lens, worn upstream occlusion (uso) seal, and worn downstream occlusion (dso) seal. No events were available to review in the event history log. Functional resting was able to replicate the reported issue; the pump was found to be over delivering. The root cause was determined to be the expulsor. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.